Event description:
It was reported that the device was mounted to a roll stand, it likely fell over and hit the floor.the device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer contacted the customer care solutions center(ccsc) for assistance. The customer stated that the display was damaged from the fall and ordered a replacement display but received an old display part # 453564020361. The display received was replaced but the monitor does not have the backlight inverter board. Customer need a newer led display. The philips remote support(rs) provided customer the newer led display part number 453564357421 and requested service parts to send a quote to the customer. According to the case notes, the customer will order the led display, make the repair and return the device back in use. A part quotation was sent to the customer as requested. However, as of the date of closure of this complaint, the customer has not accepted the quotation and the quote expired. A search in servicemax found no further related calls. The absence of further calls supports that the reported problem was resolved. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. H3 other text : customer has not accepted price quote for repairs.

Event description:
The customer reported that the device was damaged but was uncertain on how the device was damaged. The device is mounted to a roll stand and it likely fell over and hit the floor. No additional information was provided on how it fell over or if this was a mounting issue on the roll stand. The device was not in use on a patient at the time of the event.